Event description:
"Balloon would not hold pressure at 6 atm during dilation to 20mm diameter. Therefore, not being able to dilate at 20mm. Balloon removed and new one used without incidence. Balloon sequestered and given to [redacted] for follow up."